Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer continued use with the current pump for insulin therapy and they will rely on multiple daily injections (mdi) if the pump battery depletes.